Event description:
Infected revision right total hip replacement. Off label implant used. Surgeon informed that the implant was off label but he decided to proceed and implanted the off label femoral head knowing that this was the case revision of stryker implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: v40 cocr lfit head 36mm/+10; cat# 6260-9-336; lot# 8x8k23. Trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 95086804. Modular dual mobility insert; cat# 626-00-42e; lot# 92887102. 28mm +8 lfit v40 head; cat# 6260-9-328; lot# 87134704. Exeter v40(tm). Fem. Stem 37.5; cat# 0580-3-321; lot# g8100181. 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 2v3vnr. 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 3r1h0k. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# hl3py3. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# 73506d. Simplex tobramycin 1 pk (qty3); cat# 61971001; lot# tfd029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.